Event description:
The pt is pursuing a product liability claim arising out of the use of durom acetabular cup. It was reported that the pt received a durom us acetabular component 54/48 n on (B)(6) 2007 and underwent revision surgery on (B)(6) 2011 due to unknown reasons. No specific implant or revision info has been received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).